Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 10 months ago. The aortic neck was 27 mm in diameter below the level of the renal arteries and 20 mm distally, it was 29 mm in diameter. It was 20 mm in length, and contained mild calcification and mild thrombus. The neck had a 20 degree angle. It was reported that the stent graft was implanted directly below the level of the renal arteries. The 30 day CT scan demonstrated everything was fine. The 8 month follow-up revealed that there was a possible type 1 endoleak; however, no intervention was performed and the decision was made to monitor the patient. Two months later, the patient was brought back for repair of the type 1 endoleak. A palmaz was implanted and inflated with a 28 mm diameter balloon followed by a reliant balloon. The endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Secondary intervention - evaluation results: endoleak, unknown cause of endoleak.